Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that several days after implant the patient felt discomfort and chest pain. The patient reported they felt "thumping" and irregular heartbeats, which came across as pain. The patient reported that when they looked at their watch, they got poor readings, inconclusive readings as well as atrial fibrillation (af) readings. The patient experienced difficulty breathing and felt pain in their abdomen. They experienced light-headedness if they got up too fast. The patient believes that had their device set rate was changed from fifty to sixty at their last appointment. The patient reported that after this they still felt unwell and it seemed that the device was working more than it needed to. They reported that its "beating too fast." The patient reported poor transmission readings on the leadless implantable pulse generator (ipg). The leadless ipg remains in use. No further patient complications have been reported as a result of this event.